Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Jaw.